Manufacturer narrative:
Sections d9 and h3 were updated. The meter was received for investigation. The circuit board of the meter was contaminated by liquid which affects the conductive rubber contacts. Upon performing a display check, missing segments were observed; no plausible result was displayed. The root cause of the issue was due to contamination of the contacts due to improper handling/maintenance by the customer.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). Occupation is lay user/patient. The customer stated there was corrosion in the battery compartment. The meter was requested for investigation.

Event description:
We received a report of a display issue with coaguchek xs meter serial number (B)(4). The customer stated the 3 "888" in the results field are not visible. When the meter is tilted, the customer can see the display. When reviewing a 2.6 inr result in the meter memory the customer stated the top part of the "2" is missing and the vertical line in the "6" is missing. The customer has not misinterpreted any results.